Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1500411 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged. The returned device appears used as there is biological material present on the device. No other defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible rathcet sound was heard indicating that the internal ratchet ears are intact. Upon full engagement of the trigger, no clip was fired. Another attempt was made and, this time, a clip was able to load properly into the jaws of the applier and close. Another attempt was made with similar results. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The IFU for this product, 220002400 rev. 03, was other remarks: reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the reported complaint could not be confirmed for the sample that as returned. The reported complaint of "loading issues" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found. The device was received with 6 clips remaining in the channel indicating that the end user fired 9 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken.

Event description:
When the operator tried to use the ae5 on a patient, it could not be used because the clips were misaligned for loading. The patient's condition was reported as fine.